Manufacturer narrative:
Two procedure videos were provided for review. The first video is a 6-second dsa (subtracted, with contrast) ap of the right renal artery. Multiple aneurysms are seen, arising from two lower branches of the right renal artery. The quality of the angiogram is degraded by bowel motion artifacts. The second video is a 6 second dsa (non-subtracted, with contrast) ap of right renal artery. Radiopaque platinum coils have been placed in the two lower renal branches. There is minimal flow past the coils with opacification of, but stasis in the aneurysms. The videos provided did not show the premature detachment described in the reported event. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Event description:
See h.10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Videos were provided. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
As reported, an embolization implant coil was placed in the coil mass and detached unexpectedly. The detached coil was able to be implanted in the treatment site. The patient was not harmed.